Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record is not required as this is a confirmed complaint. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to CAPA (B)(4).

Event description:
It was reported that 21 g x .75 in. Bd vacutainer® pbbcs with 12 in. Tubing and pre-attached holder had a safety mechanism that does not activate. The needle did not retract completely and makes a strange noise. No injury or medical intervention reported.